Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
An orthoptist reported that the machine displayed suction too low around 40% through a flap creation treatment. Treatment was stopped. No medical intervention was required. Operator performed all machine checks again and re-performed the treatment. The procedure was completed.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. Review of the logfile for the day of treatment shows during the bed cut of the reported treatment the message 'suction pressure pump 2 too low' and warning message 'vacuum exceeds limits - treatment is aborted' appeared and the system aborted the treatment. The warning message was shown because the suction value for suction two was oscillating at the lower limit. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The reported suction loss error is caused by poor docking and most possible the movement of the patient´s eye which caused the system to exceed the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. The manufacturer internal reference number is: (B)(4).